Event description:
The customer reported an intermittent display problem. There was no patient involvement.

Manufacturer narrative:
The customer's biomedical engineer (bme) confirmed the reported issue. The bme reported that the issue was resolved by replacing the power management printed circuit board and that no further assistance was needed.